Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-00042, 2017865-2023-00043. It was reported that the patient presented with discomfort, fever, infection and vegetation during in-patient at hospital. The vegetation was visualized with transesophageal echocardiogram. The physician explanted the active system ¿ implantable cardioverter defibrillator, right ventricular lead, right atrial lead ¿ and the older inactive right ventricular lead. The patient was in stable condition.